Manufacturer narrative:
Manufactures investigation conclusion: upon evaluation of the returned device thrombus was found. The pump was returned assembled with the drive line severed approximately 2 inches from the pump housing. A distal segment of the silicone jacket was also returned measuring approximately 11.5 inches. The sealed inflow conduit flex section was severed medially with the proximal half attached to the inlet tube and the distal half attached to the inlet elbow. The inlet elbow was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were returned separate from each other and the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured thrombus formations or depositions. Upon disassembly of the pump body, examination of the rotor inlet section/inlet bearing cup revealed the presence of a small, red thrombus ring loosely adhered around the inlet bearing ball. Areas of the deposition appeared hard and denatured as well as slightly laminated, which indicate that it likely developed in this location over an undetermined amount of time while the pump was operating. The remaining blood-contacting surfaces revealed no evidence of denatured or laminated depositions or thrombus formations. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, it did not appear to affect pump function as the pump was explanted due to heart recovery. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the drive line did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 2 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heart function got better, and the pump was explanted. During the evaluation of the returned pump, an incidental finding of thrombus was observed within the device.